Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was crack but the screens can be read/maneuver safely. The reporter noted that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/18/2015 with the following findings: on investigation, the alleged damaged display issue was verified. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. Scratches were observed on the display lens.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.